Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the down arrow does not work. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and rever to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had corroded electronic assembly and motor assembly noted during visual inspection. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, and cracked battery tube threads. Back light functioned properly. All buttons functioned properly. No damage on keypad traces noted during visual inspection.